Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that before use of a bd¿ syringe with needle the barrel was found with black foreign matter before using.

Manufacturer narrative:
Investigation summary: a batch history review showed no non-conformances associated with this issue during the production of this batch. We have been provided with a picture and the affected sample. After the evaluation of the returned sample, we confirmed the reported issue, and identified the foreign matter as embedded contamination in the barrel. After analyzing the picture and the affected sample provided to the manufacturing site for evaluation, we could see the reported foreign matter and confirm the reported issue. The embedded particles defect was produced in the screw of the injection molding machine. Due to the high working temperatures (about 300ºc), some particles of plastic and rest of oil from the polypropylene can remain stuck on the internal walls of the mold and get burnt. During normal production some particle may be detached from the screw being injected and remaining embedded in molded piece. This a cosmetic defect which has no risk to the health because the plastic piece is embedded in the needle hub without possibility of being detached from it.

Event description:
It was reported that before use of a bd¿ syringe with needle the barrel was found with black foreign matter before using.